Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced blurry vision. Additional information was received from the technician who reported the patient also presented with dysphotopsia and double vision. Posterior capsular opacification (pco) was also noted. The lens was subsequently exchanged and the events received.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).